Event description:
Procedure type: gastrectomy. According to the reporter: the second firing was done only halfway and the jaws would not open. To remove the device, tissue was excised additionally with a new device. There was tissue damage. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).